Manufacturer narrative:
Conclusion: after analysis and review, the previously reported code was updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
(B)(4).

Event description:
The device was returned with no information.